Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during second inflation at 5 atmospheres for 4 seconds, the balloon ruptured. The device was removed and completed that procedure with a different device. There were no patient complications reported.